Event description:
Ongoing dexcom g7 quality issues. 2/3 most recent sensor are reporting dangerously inaccurate blood glucose readings to my pump. See the screenshot where the change to the new sensor is obvious and wrong. Physiologically impossible and very different than blood glucose measured via blood. Health effect code: 4582. Device problem code: 1535, 2917. Reference report: mw5187784.